Event description:
The surgeon placed the monarc and was tightening the device. The "sling" came out. The surgeon stated the product was defective. The sling was retrieved, and a second device was used to complete the procedure.